Event description:
Physician opened harmonic ace disposable handpiece on field. After connected, did not work, no error code displayed. Handed off field. This was not reprocessed - it was a new device. Another device obtained and opened. Case completed without incidence.